Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed tech) stated during hemodialysis treatment a dial valve error alarm occurred during dialysis mode. The biomed tech stated he was unable to duplicate the alarm and problem on the machine at this point. The biomedical engineer stated the machine was displaying a "dial valve fail 80" alarm. No adverse reaction was noted for the patient and the patient was removed from machine to complete treatment on another device. The biomed tech stated there was an unspecified amount of blood loss. Additional information was requested.

Event description:
A biomedical engineer (biomed tech) stated during hemodialysis treatment a dial valve error alarm occurred during dialysis mode. The biomed tech stated he was unable to duplicate the alarm and problem on the machine at this point. The biomedical engineer stated the machine was displaying a "dial valve fail 80" alarm. No adverse reaction was noted for the patient and the patient was removed from machine to complete treatment on another device. The biomed tech stated there was an unspecified amount of blood loss. Additional information was requested.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.